Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. There was no reported adverse impact to the customer¿s blood glucose level, however, the customer reverted to manual dose injection and a replacement pump was sent to the customer.